Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the t:flex user guide:only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 272 mg/dl before going to bed at 9:00 pm and a bolus via the pump was delivered to address the bg level. The customer reported that the bg was elevated after a meal and was not related to the pump or supplies. No additional information was provided as to why the bg was still high at bedtime. Tandem technical support advised the customer to discuss the bg event with a healthcare provider. Reportedly, the customer was using a u500 insulin in the cartridge.

Event description:
The customer was delayed in delivering a bolus after the meal and as a result, the blood glucose went high.